Event description:
Customer called in to report high blood glucose levels. The customer reports taking numerous boluses with the insulin pump and nothing would be delivered, then all of the units would show up causing him to go high and low. His blood glucose levels reached 52 mg/dll at one point and then 445 mg/dl at another point. Customer was going to change his infusion sets as he believes that it is the scar tissue causing the issue, not the insulin infusion pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.